Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, the surgeon confronted problems using the device. The staples were cross out. Another like device was used to complete the procedure. There were no adverse consequences for the patient.